Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6), 2007. According to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.